Event description:
It was reported that the health care professional (hcp) had difficulty interrogating the implantable cardioverter defibrillator (ICD). The last interrogation showed 3.5 years remaining for battery life. Technical services reviewed usual troubleshooting. The hcp was not with the patient at the time so is unsure if the interrogation was successful or if the issue persisted. At this time, the device remains in service. No adverse patient effects were reported.